Event description:
It was reported that this unknown right ventricular (rv) lead exhibited high impedance measurements. The physician was considering implanting a leadless pacemaker instead of surgically abandoning this lead and wanted to know if a leadless pacemaker would be magnetic resonance imaging (MRI) compatible. Technical services (ts) noted this would be considered non conditional. It was noted this patient does not pace. Additional information was requested to the field to obtain patient and rv lead information in which attempts thus far have been unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.